Event description:
It was reported that the extension was repositioned due to ¿tightness¿ on the patient¿s left neck when he moves his head. It was noted that this occurred on the day of the report. It was noted that the ¿extension may be coiled up, or just needed to be repositioned.¿ it was further noted that the patient ¿played 36 holes of golf the day after implant in (B)(6) 2013 and was very active.¿ it was further noted that impedance values of greater than 3600 ohms were measured. It was noted that there were no therapy issues. Additional information reported that ¿nothing was replaced and the battery was repositioned.¿ it was noted that the patient was getting therapy.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0753z, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va07192, implanted: (B)(6) 2013, product type lead. (B)(4).